Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on an unknown sample. The consumer reported she performed both tests the same night and still never had a clear answer. One test we thought we could see a faint line if tilted at the right angle. The second test, my husband didn't see anything but I saw the same as the first. (I took the test, my husband was trying to help me read both tests.) The consumer reported she was unclear about how to determined her results. The positive faint line reference looks negative. No additional patient information, including treatment and outcome, was provided.